Event description:
In the american journal of critical care online, a published article reference page et al study reported a case of a 65-year-old man who had massive rectal bleeding 11 days after insertion of a flex-seal device. This patient was admitted to the ICU for a coronary angioplasty after receiving thrombolytic therapy for an acute myocardial infarction. The source of bleeding was a laceration of the anterior rectal wall 6 cm from the anal verge that was successfully repaired by tamponade with a sengstaken-blakemore tube and suture ligation. A second massive hemorrhage occurred 15 days later from the same ulcer, and add'l suturing was required. Page et al concluded that the laceration most likely was associated with insertion of the flexi-seal device or dislodgement of the device rather than with pressure necrosis. The patient received a total of 16 units of prbcs, 4 units of ffp, and 2 units of platelets.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific third manufacturing site, thus both potential manufacturing site numbers are listed below. Note: the actual date of event is unknown, so the date used was the date convatec became aware.